Event description:
The patient was undergoing a thrombectomy procedure in the peroneal artery using an indigo system catrx aspiration catheter (catrx), a non-penumbra sheath and a guidewire (300cm 0.014). During the procedure, the physician completed three passes using the catrx. Subsequently, while attempting to retract the catrx, the physician experienced resistance. After the catrx was removed, the distal end of the catrx was noticed to be disconnected in the superficial femoral artery (sfa) of the patient. The physician attempted to retrieve the distal end of the catrx using a snare device and aspiration; however, the attempts were unsuccessful. Therefore, an open surgery via cutdown technique was performed to remove the broken piece of the catrx. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.